Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. The patient was reported to have a heart rage in the 40's. A magnet was applied to the device which produced a rate of 90 paces per minute. The patient had reported that they were feeling fatigued. The patient was seen for a generator change out procedure where the device was explanted and replaced. The device was returned to the patient so it is unavailable for return.